Event description:
Initial result for an estradiol test was >4300. When repeated, the result was 36.19. The incorrect result was not used to guide therapy. The field service representative could not find a reason for the discrepant results.